Event description:
This is a 74 yr old female pt presenting with pancreatitis, choledocholithiasis requiring surgery for removal of duct stones, and has a history of atrial fibrillation. Dilaudid was administered by pca pump for pain control. The pump was set up to deliver 1 mg/hr, verified by the programmer and pump memory; but a 15cc bolus was delivered, verified by clinical signs of slurred speech, somnolence, coincidental atrial fibrillation and 15cc from pump syringe. Symptoms were reversed with narcan and the pt eventually converted to sinus rhythm. Multiple programming trials failed to reproduce any variation from programmed amount.